Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified popliteal artery. Pre-dilatation was performed with a fox sv balloon catheter. An xpert self expanding stent system was positioned in the lesion; however, when an attempt was made to deploy the stent implant it would not deploy even though the outer sheath retracted. The system was removed from the anatomy and it was noted that the outer sheath had separated. The distal portion of the sheath was still over the stent implant. There was no additional intervention as the blood flow was sufficient from the pre-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the broken shaft. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.